Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit had alarmed autofill failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse on checking found that safety disk was defective, so the fse replaced the safety disk from customer stock. Checked all functions & passed all necessary tests. Machine found working ok. The fse handed over equipment to customer in good working condition.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit had alarmed autofill failure. There was no patient involvement.